Event description:
Customer reports that he obtained results of 330mg/dl, 111mg/dl, and >80mg/dl within 2 minutes on the same device. No action was taken on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of supsect device and replacement was sent.